Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said every time they put the controller out they get settings not available. Patient said they have been trying to reset the controller and that did not resolve the issue. Agent asked if patient had tried a different group and patient said only one works. Pts ins is at 70% and the controller 100%. Agent reviewed this is the ins and not the remote. Agent directed to hcp additional information received from the manufacturer representative reported that the cause of the settings not available message was the patient increasing the stimulation past its threshold. The patient was given more education on the programmer. The patient decreased stimulation to a comfortable level and was going to meet for programming. When the patient met the rep for programming it was found that contact 2 was showing as red, do not use. The contact pair 0 and 2 were greater than 40000 ohms and it was noted contact 2 was in the patient¿s programming. There were no falls or traumas. The patient was reprogrammed to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.